Event description:
The pt experienced increased spasticity. A "catheter control" as well as a pump control (rotor procedure) was done in 2008, which demonstrated "none catheter and pump dysfunction". The catheter was replaced. The pt's spasticity seemed to improve. There was no pt injury. The device system was used to deliver lioresal. No add'l info was available regarding the catheter. The catheter was destroyed after surgery and was not returned to the manufacturer for analysis. A few months later, the pt came back and the pump and catheter were removed. See manufacturer's report number 3004209178-2008-04665.